Manufacturer narrative:
The field reports of lead fracture and high lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. All the tines were intact and undamaged. All the damages found on the lead are consistent with procedural damage.

Event description:
During the implant of the ventricular lead, the electrical measurements appeared normal when tested. After the lead was connected to the pacemaker, lead impedance appeared to be high and out of range in bipolar configuration, but appeared normal in unipolar configuration. The lead was exchanged, and the procedure was completed without further incident. The patient was well.